Manufacturer narrative:
The device was returned for inspection and the customer's allegation was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: nozzle has foreign objects. Based on the results of the investigation, a definitive root cause of the foreign material could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had image freeze. There were no reports of patient involvement.